Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was damaged due to a vehicle accident. Customer's blood glucose was unknown. Insulin pump would need to be replaced.